Event description:
The surgeon inerted a three piece silicone lens model aq2010vinto the patient's eye and the trailing haptic tore off the lens tore into pieces. The surgeon removed the lens without enlarging the incision & replaced it with another aq2010v lens. No patient injury. The reporter stated that the lens was not loaded correctly in the injector, which caused the lens to tear.